Event description:
Per the audiologist, the patient experienced no benefit from the device. Explant is planned, but had not taken place at the time of this report august 5, 2009. Reimplantation will not occur.

Manufacturer narrative:
(B) (4).